Event description:
It was reported that, "during the surgery, these drills were blunt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00884 & 00885.